Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-06089. Additional information received clarified the device information. Additional device is added as device 2.